Event description:
The ge oec 9800 fluoroscopy system displayed ma errors intermittently.

Manufacturer narrative:
A ge oec service representative investigated the issue and was unable to duplicate the malfunction. As a precaution, all pcbs were re-seated to assure proper connection and all power supplies were verified for proper I/o specifications. All connectors inspected for proper seating. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.